Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's husband that they felt a "buzzing or zapping" in their chest. The patient went to the hospital where they told them the device was "acting up or haywire." The patient was hospitalized and the patient was told their device "acted up all night long, and that they had hundreds of episodes." The patient sated they "reset the implantable pulse generator (ipg)." The following day the patient almost passed out and has continued to have more episodes that are consistent with getting up to walk and starting to shake. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also reported that they fell and "shattered their ankle". They also reported that their ipg "moves around" in their chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed by the physician that the patient's fall and 'ankle shatter' were unrelated to the ipg. Migration was not observed. No performance issues were noted with the ipg.